Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle was retrieve during the initial procedure? Please clarify what is the other medical intervention that is mention in the event description, (e.g. X-rays, additional procedures, prescriptions, otc, revision)? What is the event day and procedure date? Could you please confirm device's availability? A manufacturing record evaluation was performed for the finished device lot mpbcxsr0, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date; and a suture was used. During the procedure, the needle broke but was recovered. There was a delay of 15 minutes. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 07/30/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 07/24/2020 corrected information: b1, b2, h1- upon additional information review, this medwatch report 2210968-2020-05201 has been updated from malfunction to serious injury corrected b5 narrative: it was reported that the patient underwent an episiotomy procedure on(B)(6) 2020 and the suture was used. It was reported that the needle breakage from the middle occurred during surgery. Another surgery to remove broken needle was required. An open procedure was conducted based on the diagnosis through x-ray. The broken needle was retrieved. Corrected h-6 patient codes: 3191- removal of foreign body additional information: b3, d8 a manufacturing record evaluation was performed for the finished device w9141; mpbcxsr0 number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events sent via 2210968-2020-05201 and 2210968-2020-05202

Manufacturer narrative:
Date sent to the FDA: 07/27/2020 attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What instruments were used to grasp the needle #1 and needle #2? Where were the needles grasped during use? What tissue was being sutured when the both events (needle #1 and needle #2 breakages) occurred? What were findings of performed xray to locate both broken needles? If the pieces were retained, where are the located/in what structure? What is the size of each retained needle piece? Please provide date and details of additional surgery performed to remove retained broken needles? Were all pieces of two broken needles retrieved? What is the physician¿s opinion as to the etiology of or contributing factors to these both events ( two needle breakages)? What is the current condition of the patient? Could you please confirm device's availability? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.